Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported ¿failed to penetrate the arterial wall¿ could not be determined. Factors that may contribute to the failure to deploy ¿failed to penetrate the arterial wall¿ include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract, challenging anatomical conditions such as patient weight or size. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to an aortic endoprosthesis procedure interventional procedure. Reportedly, two prostyle devices were used initially, intending to perform a double closure later. However, they were unable to proceed because the needles of the devices failed to penetrate the arterial wall. Another two prostyles were used and the same issue occurred. Pre-close was abandoned. An open surgical approach at the groin puncture site to complete the intervention was performed and a suture was placed to achieve hemostasis. There was no adverse patient effects or clinically significant delay. No additional information was provided.